Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Currently available engineering logs end on (B)(6) 2024 at 7:43pm. Per complaint report, multiple attempts to contact the user for further event details were made with no response. No instances of malfunction alerts were found in the currently available logs. No factory reset was found in the logs. Audio setting was found to be logged as "off" on (B)(6) 2024 and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on (B)(6) 2024. Unless otherwise stated, no motor errors were seen in the available logs to indicate inaccurate dosing relative to delivery requests for insulin. Without a specific event date, precise review of the ilet report is not possible. No evidence of device malfunction were found in the currently available engineering logs. Current logs end on (B)(6) 2024. Multiple attempts were made to contact the user for further information; however, no response was received by beta bionics. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without a specific event date or corresponding device data, specific review of the event cannot be performed and an assignable cause for this event cannot be determined. According to the case notes, it is likely that the hyperglycemia was caused by becoming disconnected from the ilet during sleep and failing to reconnect promptly.

Event description:
On 4/12/24 a beta bionics clinical diabetes specialist (cds) was notified by a healthcare provider (hcp) that one of their ilet users went into diabetic ketoacidosis (dka). The hcp stated the event occurred "a couple weeks ago." The exact event date is unknown. The hcp reported the user's ilet came off when they were sleeping. The user rolls a lot, and the ilet came off their belt and then the infusion set site came out. The user nor the parents checked to make sure the ilet was still on the user when they woke up nor did they check throughout the day. Therefore, the user went all night and day without their ilet connected or receiving insulin. Multiple attempts by beta bionics customer care to obtain more information about the event from the user have been unsuccessful.